Event description:
The customer reported that their device locked-up when powered on. This failure was found during a daily device check and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio performed unrelated repairs and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined.